Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th stent wrap, with struts raised. Deformation was evident to the distal tip, with tip appearing flared and kinked. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a severely calcified lesion, which exhibited 100% stenosis and severe tortuosity, in the lad using two endeavor sprint drug-eluting stents (ensp27518x and ensp30030x). There was no damage noted to the packaging. No issues were noted when removing devices from the hoops. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The devices did not pass through previously deployed stents. There was no resistance encountered when advancing the devices. There was no excessive force used during delivery. It was reported that the devices failed to cross the lesion. There was no patient injury reported. Device analysis identified stent deformation on the endeavor sprint 2.75 x 18mm stent used in the procedure.